Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to update the lot number of the device. The device was returned to olympus for evaluation. The evaluation confirmed the reported probe breakage. The device was attached to the usg-400/esg-400 test generator and a probe check was performed. The device failed the probe check. A visual inspection on the device found the ptfe pad (teflon pad) worn, no metal exposed; however, approximately 90% (about 15.31mm) of the probe tip was found missing and was not returned for evaluation. In addition, the gold insulation was found flaking off and approximately 1.36mm x 6.51mm of the gold insulation was found missing. To add, a short circuit error message was observed when the seal/cut function is activated, likely due to the damaged to probe tip.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was not returned to olympus for evaluation; however, based on similar reported events, the cause of the reported probe breakage could be related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the probe of the thunderbeat device broke off. It is unknown if the probe broke off inside the patient. The procedure was completed using a different thunderbeat device. There was no patient injury reported.